Event description:
Pt reported problems after going through the theft detectors at the airport. Pt reported going to the emergency room. No report of device explantation. A follow up report will be sent if add'l info is received.